Event description:
It was reported by a service provider that the customer contacted them to conduct an evaluation of their stretcher which had been involved in an incident during patient transport. It was alleged they were loading the stretcher into the ambulance at an angle and the stretcher fell from the ambulance to the ground and may have tipped to the side. In a follow up call to the customer, they felt the incident was attributed to use error. No details were provided regarding injury to the patient as a result of the reported incident and no details of the stretcher evaluation have been shared with the manufacturer to date.